Manufacturer narrative:
On (B)(6) 2015, an fse conducted follow-up with the customer over-the-phone to address the reported event. The fse performed troubleshooting with the customer and found that the customer used the wrong calibrators. The customer reported using new substrate and the wash and diluent are in date of service, and the recalibration results are flat with no curves. The customer is getting an error message accepting the calibration and a zig zagger error. The customer called back and reported using the wrong calibrators. The customer reported that the testosterone calibration ran successfully,and the qc results were also in range, and also reported that the e2 and psa qc were in range also. The customer reports that the aia-360 analyzer is working properly and qc is all in range. The aia-360 was functioning as intended and the errors cleared. No further action required by field service. The most probable cause of the reported event was due to the customer using e2 or psa calibrators mixed with the testosterone calibrators, resulting in a non-valid calibration. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2015, a customer reported their calibration rates are flat with their aia-360 analyzer. The customer is unable to run e2 patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of e2 patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.